Event description:
The customer called to report that she received an occlusion alarm in conjunction with high bg's (greater than 250mg/dl) while wearing a pod. There was no report of a kink or blood within the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.